Manufacturer narrative:
The technician found the hi/low head down valve is stuck. The technician replaced the hi/low head down valve to repair the bed.

Event description:
Information received indicates the hi/low head section slowly drifts down.